Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio visually checked all internal connections. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their screen blanks out intermittently after turning on. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.